Manufacturer narrative:
The reported events were unable to implant and operation issue. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead was unable to be implanted at the target area. Physician suspected a mechanical problem with the rv lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.